Event description:
As per the product analysis of the stylus touch handpiece, the pre-repair temperatures are within specification (less than 118f) after 1 minute, hence the event is not reportable.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H3: product analysis found the ipc test console displays finger control error, code 18. The motor was running for a few seconds and stopped. The motor could be run on another lever position. There is no overheating. Pre-repair temperature test @60k rpm, t ambient= 77f. After 1 minute: front t1= 85f, rear t2= 84f. After 5 minutes: front t1= 97f, rear t2= 94f. The em210 did not pass the hall sensor voltage test. The hall sensor is defective. The cable assembly needs to be replaced. H6: previously applied codes fdm b21, fdr c21, fdc d16, img g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stylus touch handpiece was overheating and has finger control error, code 18. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, during use, the stylus touch handpiece continued to be used until the end of the operation, i.e., for more than a minute, with breaks. Operated the device at a speed of 60,000 revolutions per minute and did not use a rinse.